Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault. The patient reported that they were wearing socks when stood up onto rugged flooring when the alarm occurred. The patient said they had worn socks on rugged flooring before with no alarms. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken controller fault flag on (B)(6) 2026 at 9:00:56. The motor function was not affected by this event. The primary controller and modular cable were exchanged with no issue. The data from the new controller indicated that the fault was resolved. The patient was sent home after being monitored for some time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported event of driveline power fault alarms; however, it was determined that the controller was unrelated to the cause of the alarm. A review of the submitted log files captured the reported driveline fault alarms on 16feb2026. There were no other notable alarms captured, the controller appeared to support the system as intended while the driveline was connected. The system controller underwent testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline power fault alarm was determined to be due to wire damage of the modular cable. The reported issue is addressed further under the modular cable investigation. The reported event could not be correlated to an issue with the system controller. Incidental findings: damaged strain reliefs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. The IFU, section 7, entitled ¿alarms and troubleshooting¿, patient handbook, section 5, entitled ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot driveline power faults. The IFU, section 8, entitled ¿equipment storage and care¿, and patient handbook, section 6, entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use, including the power cables. The IFU section entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.